Event description:
The caller reported the tracheostomy tube was placed in the pt at surgery. The pt went from the operating room to the neuro intensive care unit, and approx three hours after arriving, the cuff began leaking air. They attempted to reinflate the cuff but could not, requiring replacement of the tracheostomy tube. The physician came in, and replaced it with another 10dct tracheostomy tube. The removed tracheostomy tube was discarded.